Event description:
Bayer case number: (B)(4). Essure devices not visible [device dislocation] case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure devices not visible") in a 37 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On (B)(6) 2023,, she experienced device dislocation (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral salpingectomy laparoscopic & dilation and curettage hysteroscopy diagnostic). At the time of the report, the event had resolved. The reporter considered device dislocation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2023: specimen: bilateral fallopian tubes dispo: stable to recovery room. Findings: normal endometrial cavity, essure devices not visible hysteroscopically filmy adhesions of omentum to l abdomen running from luq to llq filmy adhesions of omentum to r round ligament destination peritoneal window rlq lateral to the bladder with a channel heading deep into inguinal region essure device present in left tube essure device absent in right tube small portion of outer coil (mid coil, not distal or proximal ends) visible just under the serosa of the right fundus normal bilateral ovaries quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.